Event description:
It was reported that during a mildly calcified distal left superficial femoral artery stenting procedure, during lesion pre-dilatation, the armada 35 balloon ruptured on the 5th or 6th inflation at 17 atmospheres (atm), below the rated burst pressure of 18 atm. The device was removed without issue and another same device was used to complete the pre-dilatation. There was no adverse patient sequela and no clinically significant delay in procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported balloon rupture was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database revealed no other similar incidents reported from this lot for balloon rupture. Based on the information reviewed, there is no indication of a product deficiency.